Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window and reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had scrolling numbers during a bolus attempt. The customer tried to reset the insulin pump by reinserting a battery, but the issue was not resolved. He noted that the buttons worked intermittently. The customer's blood glucose was 140 mg/dl. He stated that he had been by a pool and had the device on a table leading up to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.